Event description:
It was reported the patient felt stimulation was turning off. It was noted the patient would press the synch button and the programmer would show the stimulator was on. It was stated the patient tried to turn the stimulator off and then back again but they were not feeling stimulation. It was noted the patient was able to manipulate the leads. It was stated that palpation affected the system sometimes. It was further stated the patient can ¿press on their leads and made it feel like there was no stimulation and then touch it again and then the patient felt stimulation.¿ it was noted this occurred after a revision of the implantable neurostimulator (ins) location (see report # 3004209178-2013-03123). It was noted this issue started a couple weeks after the revision at the end of (B)(6) 2012. It was noted the area of paresthesia was in the head, and the ins was implanted for headaches. It was stated the patient was seen at their health care provider¿s (hcp) office for reprogramming and troubleshooting. It was noted the patient¿s status was fair. It was stated the patient had the stimulator on for 9 hours and the ¿battery barely changed and they did not have issues during the night.¿ it was noted the impedance measurements were normal in the 800-1800 ohm range. It was noted that movement did not affect the system. It was noted the manufacturer¿s representative (rep) reprogrammed the patient (B)(6) and lowered the voltage from 7.0v to 3-4v on one lead and increased the voltage from 1v to 3v on the other. It was noted this provided better coverage. Additional information stated rep saw the patient on friday. It was stated the patient had been attempting to turn one of the leads down to 0 and just use one at a time to check if they would ¿cut out.¿ it was discovered that the patient was not using one of the programs ¿strong enough.¿ it was noted the program was turned up, the patient ran it for 9 hours, and slept with it through the night. It was stated the battery drained slightly and did not shut off during the night. It was stated the patient¿s headache was completely gone and they felt the problem was resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 377775, lot# v011954, implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type: lead. Product ID: 377775, lot# v009507, implanted: (B)(6) 2006, product type: lead. (B)(4).